Event description:
It was reported that the user disconnected from the ilet and then powered the ilet back on, which prompted an alert to connect the continuous glucose monitor (cgm); the cgm display showed a pairing code with other fields not available, consistent with a dexcom g7 signal loss or pairing issue. The user self-reported a blood glucose value of 238 mg/dl which was later reported to stabilize at 139 mg/dl after troubleshooting and sensor reconnection to the ilet. No adverse clinical symptoms were associated with the elevated blood glucose reading. Outcomes included transient hyperglycemia without need for medical intervention or hospitalization. User support included troubleshooting and education, device and phone restarts, cgm status review, and confirmation of successful reconnection. Investigation of this case revealed that the cgm connection issue was resolved after reboot and pump inactivity likely contributed to the elevated glucose, with no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that user-related factors and temporary cgm communication disruption were the most probable causes.